Event description:
It was reported that during implant, the left ventricular (lv) lead was attempted to be placed in a lateral cardiac branch and had a good pacing capture threshold in initial placement, but the lv lead dislodged prior to slitting the catheter. The lv lead was attempted to be pushed further into the cardiac branch but it was unable to capture at 5 volts at 0.5 milliseconds. The lv lead was removed and a different model lv lead was implanted in a different cardiac branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor of the lead and it was not obstructed and the tip seal on the distal electrode of the lead showed evidence of blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.